Event description:
A patient contacted baxter global technical service and reported that air bubbles were observed in the patient line. The patient reported that he had pressed go to start before connecting. The patient wanted to end therapy and start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The patient pressed go to start therapy before connecting. Pressing go to start therapy before connecting is a use error that can cause air in the lines. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.